Manufacturer narrative:
(B)(4). Service order (B)(4)/(B)(4) was generated for this event. Per the service order, the drive head message appears after the unit runs for several seconds. Troubleshooting was performed to determined the cause of the drive head message. Through troubleshooting it was identified that the control board was defective inside the rotaflow console. The control board was replaced. While performing functional testing after the replacement of the control board the symptoms returned. Additional troubleshooting was performed and it was determined that the rotaflow drive (serial number (B)(4)) needed to be repaired. The rotaflow drive was removed from the facility and a loaner rotaflow drive ((B)(4)) was installed. The loaner rotaflow drive was tested with the rotaflow console and successfully passed the functionality testing. Reference: complaint (B)(4).

Event description:
On (B)(6) 2013, rotaflow console with serial number (B)(4) was in-use on a patient at (B)(6) hospital when a drive head error message appeared. According to the customer, this event occurred after the oxygenator was replaced and the staff was restarting the flow. The staff performed hand cranking until a replacement rotaflow system was obtained and put in use on the patient. There were no issues after replacing the system. Reference: complaint (B)(4).